Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the stylus and cursor on the screen would not align, calibrating the stylus would not fix the issue. As a result the overlay/bezel assembly was replaced and then the stylus was calibrated. (B)(4).

Event description:
It was reported that the stylus would not calibrate. The programmer has been returned for repair. There was no patient involvement.